Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received the occasion motor error alarm more now than in the past. The customer¿s blood glucose was unknown. Customer also stated that belt clip was broken. The device will not be returned for analysis.